Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose of 328 mg/dl after eating without announcing the meal, and customer support guided the user to replace tubing and insulin due to low insulin volume, after which insulin delivery resumed. Symptoms included no reported clinical manifestations. Outcomes included continued device use and user plan to monitor for downward glucose trend. Investigation included a troubleshooting session with user education regarding meal announcements and infusion setup. Investigation of this case revealed user-related use error associated with a missed meal announcement, with no device malfunction observed after replacing supplies and resuming delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.